Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia and insulin flow blocked alarm event. Blood glucose level was 550 mg/dl at the time of the event. The duration of hospitalization was less than 24 hours. Patient got treated with intravenous (IV) insulin. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated for the malfunction occlusion (source/cause cannot be identified, only use when a specific malfunction cannot be determined). No t/s, inconclusive t/s, or partial t/s done, refer to cannot be determined. The batch 6010732 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code occlusion (source/cause cannot be identified, only use when a specific malfunction cannot be determined). No t/s, inconclusive t/s, or partial t/s done, refer to cannot be determined. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 05 samples out 05 samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, 05 samples out 05 samples passed the test. Device history record (DHR) review: the lot 6010732 was packaging according to the wi version 99, in the line multivac 14, on 14/dec/2024, with a total of (B)(4) units. Gluing of tubing the lot 4m01990 was manufactured according to the wi version 65 in the gluing of tubing in the machine sc05 and sc06, on 11/dec/2024, with a total of (B)(4) units. Gluing connector: the lot 4l05623 was glued according to the wi version 37, line 03 on 12-dec-2024, with a total of (B)(4) units each. The lot 4m02613 was glued according to the wi version 37, line 3 on 12-dec-2024, with a total of (B)(4) each. The lot 4m02615 was glued according to the wi version 37, line 03 on 13-dec-2024, with a total of (B)(4) units each. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in databaseon 19/jun/2025 against malfunction code occlusion (source/cause cannot be identified, only use when a specific malfunction cannot be determined). No t/s, inconclusive t/s, or partial t/s done, refer to cannot be determined and lot 6010732 and one more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to leak, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, one more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.